Event description:
Ventilator malfunctioned during new setup. Messaged on the ventilator screen saying: short self-test is not allowed. Ventilator malfunction. Bd post failed. Replaced new ventilator. Manufacturer response for ventilator, (brand not provided) (per site reporter). Performed a ventilator inspection. Replaced insp electronics pcb due to atmospheric pressure transducer cal oor and kp0135 error codes. Additionally replace evq due to fe0503 error code with a new customer owned evq and replaced ac power cord as ground pin broke after removing power cord from outlet. Updated software to rev ac per 8.2.0.54 instructions. Ventilator passed all calibrations, sst, est and pvt per manufacturer's specifications.